Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional multi-link 8 referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat two lesions in the right coronary artery (rca) with mild tortuosity and heavy calcification. One was located proximal, and one was between the mid to distal rca. Pre-dilatation was performed in both lesions. The first 3.5 x 12 mm multi-link 8 stent delivery system (sds) was advanced past the proximal lesion, but could not cross to the distal lesion due to the anatomy. The sds was pushed, but could not be advanced. During removal, some resistance was noted with the calcification. After removal it was noted that the stent strut was flared. The second 3.5 x 12 mm multi-link 8 sds was advanced, but could not cross to the distal lesion due to the anatomy. During removal, the stent became stuck with the anatomy and dislodged in the vessel. A balloon catheter was then used to retract the dislodged stent into the proximal lesion, and the stent was deployed with gradual inflations in the proximal lesion. An additional planned xience stent was implanted proximal, and a non-abbott stent was implanted in the distal lesion with a good angiographic final result. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).